Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for oversensing of noise. The lead was found to have high thresholds, high out of range pacing impedance, and oversensing with sensing integrity counter (sic) episodes. The lead was abandoned on the left side and a new lead was implanted on the right side of the patient. No patient complications have been reported as a result of this event.